Event description:
C-cc-pc - pacing dificulties; the catheter was unable to pace and sense. Another device was used, and the problem was solved.

Manufacturer narrative:
Customer report was confirmed. Catheter was found to have a short condition between the proximal and distal electrodes at the y-adapter area. No visible damage was observed from catheter body.